Event description:
The contact stated that a capsular tear occured during phacomulsification. The contact stated a 4 crystal hanpiece was used during surgery and the serial number was unknown. The contact was unable to confirm if it was a posterior or anterior capsular tear. The contact had no further information.